Event description:
(B)(6) is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We will file a follow-up submission when additional information is available. While in use the bottom part bar that goes across the unit just came off causing her to topple over and roll down the hill. She received cuts on right elbows and left leg. She went to her family doctor who prescribed antibiotics when her elbow got infected.